Event description:
A new case of meningitis was reported to cochlear americas in 2008. Per the audiologist, due to ossification, only ten electrodes could be inserted into the patient's cochlea. After the surgery, (date not reported) the patient developed facial paralysis which had not been resolved. The patient has been hospitalized (date not reported) due to meningitis. Further information has been requested.

Manufacturer narrative:
.